Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 05mar2019 to the present date 18jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/05/2019 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on. There was no patient involvement.